Event description:
A report was received that during a permanent implant procedure, the patient was noted to have cerebrospinal fluid leakage. The physician believed that the event was not device related but was procedure related. Blood patch was done, and the lead was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.